Event description:
It was reported that the patient was found deceased at home. It was further reported that interrogation of the device noted the device identified a rapid ventricular event with unsuccessful therapy delivery. Partial therapy was delivered one time and no charge was delivered five times. Autopsy results are pending.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned to the manufacturer, analyzed and no anomalies were found. Performance data collected from the device was analyzed, and analysis identified low resistance/impedance on the high voltage lead on (B)(6) 2011, the date of death. During episode three, therapies one through 6: therapy one through five had an energy pattern of distal coil to the can. On therapy number six the energy pathway was from the can to the right ventricular coil (B)(4). High voltage impedance was less than 20 ohms on (B)(4) 2011. The short circuit protection feature was engaged indicating an excessive current flow was detected shutting off the circuit and no issues identified with device during analysis.